Event description:
The sales representative reported on behalf of the customer that the device, a-beam-3 beamer argon probe 2.3mm 230cm was being used on (B)(6) 2022 during an argon cautery to control gastric avm bleeding procedure and ¿heard a loud pop in the middle of the procedure and the screen went dark.¿ the sales representative later reported, ¿during procedure, argon cautery was used to control of gastric avm bleeding. Patient padded/grounded, argon gave setting used per physician instruction. When physician-initiated argon cautery, loud noise was heard and damage to gastric mucosa was noted. Patient was monitored continuously.¿ after further assessment it was found that it is unknown if the procedure was completed. Physician was initiating argon cautery and this is what caused the damage to the gastric mucosa. There are no allegations against the conmed grounding pad, cb200 argon module,beamer plus, kls and the ce200, beamer esu, kls martin and they will be listed as concomitant devices. This report is being raised on the basis of injury due to damage to the gastric mucosa.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: d3: manufacturer was corrected to conmed. Manufacturer narrative: the device was not returned, and although photographic evidence was provided it shows no evidence of the event. Therefore a device malfunction causing the stomach burn cannot be verified. A two-year lot history review was conducted and found no other similar events reported for this lot number. The supplier provided review of the device history record found no abnormalities that would contribute to this issue. (B)(4). Per the instructions for use, the user is advised the following: the distal end of the probe must always be within the field of view of the endoscope before and during activation of the beam. Never activate the beam without visually checking. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, a-beam-3 beamer argon probe 2.3mm 230cm was being used on (B)(6) 2022 during an argon cautery to control gastric avm bleeding procedure and ¿heard a loud pop in the middle of the procedure and the screen went dark.¿ the sales representative later reported, ¿during procedure, argon cautery was used to control of gastric avm bleeding. Patient padded/grounded, argon gave setting used per physician instruction. When physician-initiated argon cautery, loud noise was heard and damage to gastric mucosa was noted. Patient was monitored continuously.¿. After further assessment it was found that it is unknown if the procedure was completed. Physician was initiating argon cautery and this is what caused the damage to the gastric mucosa. At this time no other information is known. The conmed grounding pad, cb200 argon module,beamer plus, kls and the ce200, beamer esu, kls martin will be listed as concomitant devices. This report is being raised on the basis of injury due to damage to the gastric mucosa.